Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module failed its communication test and the speed could not be changed, nor could the pump be stopped with the use of the system monitor. Command not accepted was displayed and the rubber vent bands were withered.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the power module not passing its communication test, and its rubber vent bands being withered, were both confirmed via the unit¿s functional analysis. The returned power module (serial number (B)(6)) was observed to have withered rubber vent bands upon arrival. When the unit was being functionally tested, the pump speed was unable to be changed, and the pump was unable to be manually stopped with the pump stop button via the system monitor while the power module was in use; some of the monitor¿s screens also did not fully load. These issues resolved after the unit¿s main printed circuit board (pcb) was replaced with a new assembly. The withered vent bands were also replaced, then the serviced and repaired power module was returned to the rental pool after passing all tests per procedure. The unit¿s original main pcb was forwarded to the product performance engineering (ppe) department for further analysis, where similar events were reproduced while the pcb was in use within a known working test unit. It was found that one of the pcb¿s components was electrically damaged, and all issues resolved after the component was replaced. The root cause of the observed vent band damage was unable to be determined. The root cause of the communication issue was determined to have been a damaged component on the main pcb; however, the root cause of how this component became damaged was unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.